Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed by moving the patient to another room with a delay of approximately 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system gave alert indicating button was active. The review of system log files showed right wedge was stuck. Upon troubleshooting, the fse found that the right wedge was being intermittent. To resolve the issue, the fse replaced imaging module and returned the defective part for analysis. The supplier's part analysis could not determine the cause of imaging module failure. After replacing the imaging module, functional tests were performed and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating a button was active during boot, preventing the system from booting. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.